Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter and star section. A device history record evaluation was performed for the finished device 60000437 number, and no internal action related to the complaint was found during the review. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the separation and stress marks of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the lab staff stated that there was a "bad valve, looked as if it wouldn't work". The device never entered the patient's body and replaced. The medical team opened new one to continue the case.